Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used at the start. The procedure got delayed for less than 20 minutes and completed later by moving the patient to another room. The philips remote service engineer (rse) examined the system remotely and got informed that the system did not produce x-rays. Review of the log files shows tube/generator errors. To resolve the issue, fse went onsite replaced defective high voltage unit in the generator and carried out necessary adjustments. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not produce x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.